Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced a low blood glucose of 2.9 mmol/l at the time of the incident. The customer's other blood glucose was 7.5 mmol/l. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active at the time of the event. The customer reported the insulin pump never gave them an alert on low. The customer stated that they take long acting insulin around 8 pm as advised by their health care professional. The customer also reported the insulin pump was not asking them to calibrate the sensor enough. The customer declined uploading to carelink to review data. The insulin pump will not be returned for analysis.